Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one emergency room (ER) patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. The erroneous result did not correlate with the patient¿s clinical status. An initial result of 51.94 ng/ml was obtained and reported out of the laboratory. The patient was admitted to the hospital based on the result. A second sample was collected from the patient and produced a result of 0.01 ng/ml, within the normal reference range. The original sample was aliquoted, re-centrifuged, and produced a result of 0.01 ng/ml the following day. The patient¿s sample was refrigerated between analyses. An amended report was issued to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The samples were lithium-heparinized plasma collected in 5 ml becton dickinson (bd) tubes and loaded through the closed tube aliquotter (cta) in the primary tubes. The samples were normal in appearance. Retest of the initial sample was loaded in a nesting cup through the cta. Sample centrifugation was at 4,000 rpm (rotations per minute) for 4 minutes. Controls are analyzed once every 24 hours and had recovered within range prior to and after the event. Weekly maintenance and system check were performed the day following the event; no issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed high sensitivity lumwash son (test 982) and high sensitivity inc52 (test 981) using high sensitivity system check solution. All test results passed within specifications. No system issues were noted. The instrument was in normal operation. A definitive cause of the event is unknown.